Manufacturer narrative:
This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: kan, l., kang, j., gao, r., chen, x., & jia, l. (2014). Clinical and radiological results of two hybrid reconstructive techniques in noncontiguous 3-level cervical spondylosis: clinical article. Journal of neurosurgery: spine, 21(6), 944-950. Submitted: august 22, 2013 accepted: august 29, 2014 n=1 epidural hematoma.